Manufacturer narrative:
The complainant indicated that the device is being retained by the facility and will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. A review of the manufacturing records for this batch shows that the device met its material, assembly and product specifications at the time of its release to distribution. This batch has no associated complaints at this time.

Event description:
It was reported that during a ptca intervention, difficulties were reported with the nc monorail balloon catheter. The 80% stenotic lesion was located in the ramus artery. The ramus did not appear heavily calcified, but calcium was apparent in other arteries. The nc monorail balloon ruptured at 22 atms on the initial inflation and became entrapped within the lesion. Resistance was reported during device withdrawal. During withdrawal, separation of the nc monorail balloon from the shaft occurred. The balloon material was later located by echo and the patient was brought back to cath lab (the same day) where the remainder of balloon was retrieved with a 45mm, 3 loop snare. No further patient injuries or complications were reported. Patient status is reported "okay."